Manufacturer narrative:
The investigation was completed and the product was not returned for investigation. Hemolysis: clinical reported suspected hemolysis based on the patient's elevated creatine levels and ldh. Data log reviewed showed a suction alarm on the first day of the case, where motor current, flow level, and motor speed briefly dropped. There were also alarms for impella in aorta and ventricle at the beginning of the case that were resolved. The placement signal was trending downward before and at the time of the suction alarm, and clinical reported troubleshooting the position and volume conditions, but did not specify any positioning issues or if any volume was administered. The motor current and motor speed are consistent with one another, but systolic motor current decreased in pulsatility around the same time the suction alarms occurred. There are also no motor current spikes occurring at any point in the case. The cause of hemolysis was not determined due to insufficient clinical details and no product returned. The device history review was completed and passed all post sterile inspection criteria.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.5 device for mechanical circulatory support. During support, patient experienced hemolysis. The physician stated that the impella caused hemolysis which lead to creatine elevation to 3.5 and lactate dehydrogenase (ldh) elevation to over 1,000. The pump ran without alarms and volume/position status were troubleshot by the physician. The physician also repositioned the impella overnight and one unit of packed red blood cells (prbc¿s) was given to the patient for hemoglobin drop. The impella was then removed from graft and no bleeding was noted at surgical site. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿